Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
The reported event was patient death. The reason for return was death unknown. Device image was saved successfully. Once the device was received, it displayed normal device characteristics upon the first stage of analysis. Furthermore, the device image was saved and analyzed, no discrepancies were noted. After all electrical tests performed, including thermal and mechanical, the device continues exhibiting normal device characteristics. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.